Event description:
It was reported that on (B)(6) 2024, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 4. Two clips were successfully implanted, reducing tr to a grade of 1. On (B)(6) 2026, imaging showed only one clip in the tricuspid valve. The second implanted clip had embolized into the arteria iliac of the patient's leg. The embolized clip had caused tissue damage. The clip will not be explanted and no additional procedure will be performed due to the tissue damage.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.